Manufacturer narrative:
The cusa excel handpiece (c2600) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit was unable to confirm the reported issue. The device passed all cosmetic and functional testing and meets specification. No issue was determined. However, preventive maintenance was performed, including exchanging the housing and o-rings. Additionally, a full function test including calibration and safety test were performed per manufacturers guidelines. Root cause: the complaint is unconfirmed and the device meet specifications. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3006697299-2024-00158: a facility reported that during a laparoscopic case, the cusa excel 23khz straight handpiece (c2600) experienced a fault and they had to revert to an open procedure. The device primed as normal and no issue was evident, however the surgeon was unable to activate the handpiece on use. Additional information subsequently received: did the issue happen before the surgery or during the surgery? There were two issues with two different hand pieces. The issue was with the console not passing its startup, the alarm state after turning on it displayed an irrigation alarm, so we checked the reservoir, check tubing and connection and reseated hand piece to no resolve (this was before the surgery). The theatre team then got a secondhand piece this time the startup, headpiece test and prime all worked. Surgeon then went to use the instrument and reported it as not working during the surgery. Was the surgery time increased? If yes, how many times approximatively (= or > 30 minutes)? Theatre team would need to add comment for actual timing of the delay, but I would say below 30mins. Was the patient injured? No patient injury. Were the two hand pieces used during this event? The firsthand piece used was serial number: (B)(6). The secondhand piece used was serial number: (B)(6).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.